Event description:
It was reported by the rep that the device was used during a diagnostic laparoscopy. It was reported the surgeons' assistant opened the 355ld for the surgeon to insert the device superiorly. The surgeon discovered difficulty getting the trocar through the peritioneum layer, that the sleeve was defective below the black line of the sleeve. The sleeve looked deformed and was not straight to allow a smooth insertion. There was no bowel injury. There was no consequence to the pt.